Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11, b5, b6, b7, e3, d10. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified that blood entered the console. Contamination was limited to the safety disk and pim assembly. The pim assembly was replaced. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had blood back. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had blood back. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.